Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 404mg/dl. The caller stated that it was unsure if the customer had a stomach virus. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test, but the customer did not clamp the tubing properly and the insulin was dropping out. The caller stated that she will call back with the results when she runs the test again. No further information was provided.